Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown), noise was seen on the screen and it was not possible to shock the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.